Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. The force sensor was found within specification. A review of the event history log shows downstream occlusion messages however the history log cannot be used to determine test failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.